Event description:
The lay user / pt contacted lfs on (B) (6), 2010 alleging inaccurate high readings on their one touch ultramini meter. A medical surveillance specialist (mss) spoke to the pt and obtained the following info: the pt mentioned that on an unspecified date and time, the pt went to a schedule lab test and tested on his meter and obtained at 108 mg/dl and less than 10 minutes later, the pt obtained a 57 mg/dl in the lab. The pt was not told his blood glucose was 57 mg/dl, till the following day. The pt did not receive any medical treatment. The pt went home and shortly later developed symptoms of cold sweats and felt faint. He then drank some (B) (6). He did not test his blood glucose at the time of exhibiting symptoms and did not seek any further medical attention. He felt better after self-treatment. The pt claims his readings are "everywhere" and does not test on a regular basis. He does not take any diabetes medication. While troubleshooting, it was noted that the pt's meter had been miscoded. When a meter is miscoded, it may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the pt alleged that he tested and obtained a result of 108 mg/dl on his lfs meter; however, shortly later developed symptoms of hypoglycemia and had to self-treat with soda.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.